Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40-50 mg/dl). Customer believes their basal rate needs to be adjusted. Customer brought bg levels back to target range with glucose tablets and juice. Recommendation was made for customer to discuss diabetes management with customer's health care professional.